Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance several times over several months. Ts provided reprogramming suggestions. The patient will continue to be monitored. The lead remains in use. No adverse patient effects were reported.